Event description:
Customer reported issues with the passport 2 monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacements of the co2 board and reseating of the spo2 cables. Unit was calibrated and safety tested to factory specifications.